Event description:
Undergoing laparoscopic donor nephrectomy. The disposable stapling device was placed on the renal artery and then fired. The device failed to release and resulted in the tearing of the renal artery. The procedure was converted to open for exploration and repair of the aorta. The pt was discharged home.